Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1179, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Since procedure, she has been having severe pain in her left side, loss of hair, loss of sex drive, cysts on ovaries, severe bloating and fluid in her fallopian tubes. She had surgery on (B)(6) to remove her tubes and left ovary. There was so much scar tissue that they almost had to do a full hysterectomy. Since the surgery she did not have any pain in her side or any other symptoms. Product technical complaint (ptc) investigation result received on 24-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically-confirmed, spontaneous case report, refers to a female consumer who had severe pain in her left side since essure (fallopian tube occlusion insert) insertion. Additionally, she was diagnosed with cysts on ovaries. A bilateral salpingectomy with left oophorectomy was performed and she recovered from her pain. Only pain is listed according to the reference safety information for essure. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had ovarian cysts, which could be an alternative explanation for her pain. However, considering this event started in close association with essure insertion and improved with device removal; a contributory role of the suspect insert cannot be totally excluded. Regarding ovarian cysts; they can develop in females at any stage of life. Most of them, however, occur the hormonally active periods of development. Essure has mechanical, local action in fallopian tubes; no hormones are released from the insert. Considering this information and given ovarian cysts pathophysiology, causality with essure is considered very unlikely. In addition, non-serious events were reported. This case was considered an incident, since device removal was required (bilateral salpingectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2017: the event "fracturing of the implant" was added. Company causality comment: this case report refers to a female consumer who had severe pain in her left side (seen as pelvic pain) since essure insertion. Additionally, she was diagnosed with cysts on ovaries. A bilateral salpingectomy with left oophorectomy was performed and she recovered from her pain. During the last follow-up information (legal claim) it was also reported fracturing of the implant (seen as device breakage). Pelvic pain and device breakage are anticipated in the reference safety information for essure while ovarian cyst is unanticipated. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had ovarian cysts, which could be an alternative explanation for her pain. However, considering this event started in close association with essure insertion and improved with device removal; a contributory role of the suspect insert cannot be totally excluded. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst, the causality for the event ovarian cysts was also assessed as unrelated. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point and mechanism of device breakage was not reported. However, in based on the nature of this event, causality cannot be totally excluded. This case was considered an incident, since device removal was required (bilateral salpingectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. New investigation is expected. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of quality per se. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation of ptc. Company causality comment: this case report refers to a female consumer who had severe pain in her left side (seen as pelvic pain) since essure insertion. Additionally, she was diagnosed with cysts on ovaries. A bilateral salpingectomy with left oophorectomy was performed and she recovered from her pain. During the last follow-up information (legal claim) it was also reported fracturing of the implant (seen as device breakage). Pelvic pain and device breakage are anticipated in the reference safety information for essure while ovarian cyst is unanticipated. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had ovarian cysts, which could be an alternative explanation for her pain. However, considering this event started in close association with essure insertion and improved with device removal; a contributory role of the suspect insert cannot be totally excluded. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst, the causality for the event ovarian cysts was assessed as unrelated. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point and mechanism of device breakage was not reported. However, in based on the nature of this event, causality cannot be totally excluded. This case was considered an incident, since device removal was required (bilateral salpingectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.